Event description:
It is reported that the customer had high blood glucose levels of 288 mg/dl. The customer reported that while she was pressing the buttons of the insulin pump the scroller stopped responding and the numbers on the display of the insulin pump kept climbing. Customer was advised that the insulin pump would need to be replaced. No additional info is provided.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer; correction have been made on this report with updated device evaluation codes and device analysis notes. The insulin pump was received with button response functioning properly; however corrosion was found on the keypad traces. No unexpected numbers ramping during our testing. The insulin pump had minor scratches on lcd window, crack on the reservoir tube lip and scratch on the case.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.